Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: inratio; 1.0(8/17); lab; 2.5(8/18); mean; 1.75; confidence limits; 1.2-2.3. Inratio; 1.0(7/20); lab; 2.8(7/21); mean; 1.9; confidence limits; 1.3-2.7. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. For the both sets of data, the lab value was outside the confidence limits. The time interval between infatio and lab was > 3 hours in both sets of data. Per tr0150, the comparison was considered invalid.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date; inratio; 1.0 (8/17); lab: 2.5 (8/18). Inratio; 1.0(7/20); lab: 2.8(7/21).